Manufacturer narrative:
Analysis of the returned subject device did not permit to confirm the reported event as the transmitter is working correctly. Review of the event log highlighted that since (B)(6) 2025, many inputs are performed by the device itself. This behavior corresponds to a battery failure, causing many inputs to be performed automatically, which can cause change in setting (like the language) and a corruption of the files. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2025, the transmitter is stuck on german language and cannot be changed. The screen 20 is displayed when the "I" button is pressed.